Event description:
It was reported that the during surgery, the unit was not cutting properly. It was assembled correctly, put together and used on patient by registrar in training. The surgeon stepped in and turned split thickness graft into a full thickness graft. The surgeon said the unit was faulty, loose, depth of instrument changed as well as it took a deep graft. The harvest site did not need unexpected medical intervention; it was dressed post op as usual. No sutures were needed. An additional unplanned skin graft needed in order to complete the surgery. There was a surgical delay of an unknown amount. The impression given was that the patient's local anaesthetic had worn off with the extended wait (actual wait time not stated). Another device used to complete the surgery. The patient showed good healing of graft & donor site. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b1, b2, b4, b5, d2, d4, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
It was reported that the during surgery, the unit was not cutting properly. It was assembled correctly, put together and used on patient by registrar in training. The surgeon stepped in and turned split thickness graft into a full thickness graft. The surgeon said the unit was faulty, loose, depth of instrument changed as well as it took a deep graft. It was unknown if another device was used to complete the surgery. There was no patient impact or medical intervention. There was surgical delay of an unknown amount. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b1, b2, b4, b5, d2, d4, g1, g3, g6, h1, h2, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.